Event description:
Per the clinic, the patient experienced intermittencies with device use due to a magnet dislodgement. Revision surgery is planned but has not taken place at the time of this report. The implanted device remains.

Event description:
It was reported that the device was explanted on (B)(6) 2021, the patient was re-implanted with a new device during the same surgery.

Manufacturer narrative:
This report is submitted on 3 february 2021.